Event description:
Cervical tear repair [cervix injury] 700ml of blood in the jada canister and the patient's bleeding continued [device ineffective] case narrative: this spontaneous report originating from united states was received from a nurse manager (nm) referring to a female patient of unknown age via clinical account specialist (cas). The patient¿s historical condition included pregnancy and delivery. The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6) 2024, after the vacuum-induced hemorrhage control system (jada system) device was placed, nurses observed 700 millilitres (ml) of blood in the vacuum-induced hemorrhage control system (jada system) canister, and the patient¿s bleeding continued (device ineffective). The vacuum-induced hemorrhage control system (jada system) was subsequently removed, and a bakri balloon was placed. Despite this intervention, the patient continued to bleed, with a total estimated blood loss of 8 liters. The patient underwent a hysterectomy and cervical tear repair (cervix injury) and was admitted to the intensive care unit (ICU). The patient sought medical attention. No additional adverse event (ae) and no product quality complaint (pqc) identified. After the procedure, the operating room nurses approached physicians with a concern that the patient should not continue to bleed once the vacuum-induced hemorrhage control system (jada system) device was placed. Physician informed the nurses that this was not their understanding of how the vacuum-induced hemorrhage control system (jada system) device works. Consequently, the nm was requested additional education for her staff on the appropriate actions to take if bleeding continued after vacuum-induced hemorrhage control system (jada system) placement. The outcome of event cervix injury was unknown. The reporter's causality assessment was not reported. Upon internal review, the event device ineffective was determined to be serious due to medically significant and required intervention (devices) and the event cervix injury was considered to be serious due to medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.